Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In may of 2026 the euro elso conference was taking place in dublin and slides were presented by a us physician that are inclusive of impella pumps (cp and 5.5) used to unload the left ventricle in setting of va-extra corporeal membrane oxygenation (ECMO). The slides discussed 26 devices in 25 pediatric patients. The slides speak to the survival outcomes of impella and ECMO, benefits to pediatric patients, and aggressive left ventricle decompression to reduce duration of use and length of stay. Of the 25 patients, there were 2 in which the impella were explanted due to limb ischemia and hemolysis. The outcomes of these 2 patients were not shared, however patient outcomes were noted to be 62% achieving recovery of left ventricle function and 80% survival to hospital discharge. With the information shared to date, the contribution of the impella cp and 5.5 to the ischemia and hemolysis can not be determined. The conservative reporting is made as there is no ability to dissociate the harms from the use of impella hemodynamic support in combination with ECMO.